Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was unable to recharge or turn on the device. The patient had a radiofrequency ablation procedure in (B)(6) 2017. The patient stated he tried to turn on the device and recharge approximately one week after the procedure and he was unable to. A power on reset (por) message was seen. The ins was discharged. The patient met with a rep and was able to recharge at that time. The patient was going to recharge fully and be seen on (B)(6) 2018 to follow up and clear the por. Additional information was received from the rep. The rep stated the device was turned on and the patient said it was covering well. No symptoms or further complications were reported.